Manufacturer narrative:
Additional information: similar product to 190-000. Investigation summary: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as no information was provided for investigation. The product will continue to be monitored and tracked.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on (B)(6) 2022 (sample type unknown). Confirmation pcr and lamp testing was performed (platform and sample types unknown) on (B)(6) 2022 which generated negative results. The patient was reported to be asymptomatic at the time of testing. Attempts have been made to obtain additional information with no response to-date.